Event description:
It was reported that during a low anterior resection procedure, the users tried to fire on the large bowel and the staples were malformed on the anterior side and some did not form at all. The staple line was sutured. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).additional information: the analysis results showed that the device arrived sterile and in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.